Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) for scs-pain therapy experienced poor recharge quality of the implant, a burning sensation at the implant site while charging. The patient reported significant back pain and described that the controller screen went white and displayed a default date, indicating a possible device malfunction. There was also a memory problem with data loss on the controller, and the controller screen subsequently went dark with a "recharging needs attention" message displayed. Poor recharge quality persisted despite troubleshooting efforts. The patient denied any visible damage to the recharger or controller port and reported no rattling noise inside the controller. Troubleshooting steps included removing the battery pack, plugging the controller into an ac power supply, reinserting the battery pack, and reconnecting the recharger, which temporarily resulted in improved recharging. However, the issue recurred, and the problem was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger analysis of the [recharger], model [97755 -s], s/n (B)(6) found complaint unverified - found no issues with finding or charging ins. Worn donut. This does not impact the functionality of the recharger. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.